Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with cefepime (IV, 250mg every four hours, as well as, ip, 125mg per liter) and vancomycin (ip, 25mg per liter). The hp was hospitalized for six days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.